Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose. The customer states their blood glucose levels were low, and they fell and required surgery. The customer believes their blood glucose level at the time of incident was below 20mg/dl. The customer believes the low levels were attributed to poor diet. The customer states they did not eat enough. Nothing is being returned or replaced at this time.